Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high and low blood glucose readings from the insulin pump. The mother stated that her daughter's blood glucose rose up to 500 mg/dl during her birthday party. The customer had small signs of ketones. The customer also had low readings of 44 mg/dl last night. The mother made adjustments for the basal rates. The mother kept her daughter out of school due to fluctuating blood glucose readings.